Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was alleging the insulin pump for under delivery. The customer's blood glucose level was 375 mg/dl at the time of the incident. The customer was assisted in troubleshooting. It was also reported that the infusion set cannula was bent. The customer was treated with manual shots for his high blood glucose. The insulin pump will not be returned for analysis.